Event description:
It was reported that the saw runs on its own. There were no reports of any procedure delays or patient involvement. No other information was available from the account.

Manufacturer narrative:
The device was returned to the manufacturer and the event was confirmed. The device was repaired and returned to the account. The quality investigation is ongoing and this report will be updated when the investigation is complete.